Event description:
The st. Jude medical representative phoned to report that dc fiber could not be performed, after performing a capacitor maintenance at implant. Technical services requested that the residual capacitor voltage be checked and an attempt to dump the capacitors performed. The device reported that the requested operation was unsuccessful. As a result, the device was not implanted and will be returned for analysis.